Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. Approx 48 hours post deployment, the pt stated the groin area was red and swollen and that the pt was running a fever of 102 degrees. The pt was seen by their physician and was placed on levaquin for one week and was instructed to apply warm compresses to the puncture site. One week later, the pt was seen by their cardiologist. The pt was diagnosed with a hematoma below the puncture site and was instructed to soak in a hot bath. The pt stated that 2 days later, the groin area swelled to the size of an orange and burst at the puncture site with puss like drainage that continuted for 24 hours. The pt was then seen by the charge nurse at the cath lab. The charge nurse stated that the groin was swollen, red, and warm to the touch. The charge nurse contacted the cardiologist and the pt was sent to the emergency room for an ultrasound. The emergency room physician instructed the pt to return to the emergency room each day for a period of one week for intravenous treatment with vancomycin. No further complications were reported.